Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had issues with the sensor. Customer's blood glucose level was around 27 mg/dl and 29 mg/dl but her sensor glucose reading was 148 mg/dl. The customer was drinking orange juice to treat her blood glucose level. The sensor and blood glucose readings were not within an acceptable range. The device was not returned.